Manufacturer narrative:
This complaint was faxed to conmed on (B)(6)2009 and inadvertently set aside instead of being forwarded to the complaint handling department. The complaint handling department received the fax on 08/13/09, opened the complaint and gathered additional information. This delay in receipt of the complaint, has caused us to miss the 30-day filing requirement. The device is not being returned for evaluation. When the quality engineer has completed the investigation, we will file a supplemental report.

Event description:
It was reported that "separation of the upper valve that came off and fell into the pt. It was retrieved. No injury reported to the pt.